Event description:
Patient with a triple lumen subclavian permanent venous access device. Fluid leaking out of catheter from a pinhole in blue lumen upon flushing catheter by clinical staff. The catheter was requested to be retained for the manufacturer assessment under the guidance of the FDA. However, the surgeon placing the new catheter did not retain the catheter with the pin hole.